Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The insulin pump had a crack on the upper corner of the screen, scratches on the screen, and the drive support cap was off-centered with an obvious gap on its outline. The customer had to change the new battery two to three times for the insulin pump to power on. The self-test passed. Customer's blood glucose level was 9.3 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.